Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in a case of infection and sepsis. It was reported that vegetation was found on the patient's mitral valve, but not on the leads. The entire system was explanted. No additional adverse patient effects were reported.